Event description:
Reporter indicated that device diagnostic testing at office visit on two occasions resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt had been experiencing an increase in seizure activity above pre-vns baseline frequency. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the vns therapy system. The pt is not able to communicate whether or not they feel stimulation. Lead break is suspected.

Event description:
Product analysis summary: a large portion of the lead (model 302-20) was returned in two pieces. No lead discontinuities were identified on the portions of the returned lead. The reported high impedance was not identified during ananlysis. Analysis verified that the lead pin to generator contact was sufficient. The condition of the lead portions returned is consistent with condtions that typically exist following an explant procedure. Continuity tests were performed and no anomalies with lead performance were identified during testing. It is possible that the high impedance was a result of a discontinuity on the portion of lead that was not returned. The concomitant device (pulse generator) was also analyzed. The pulse generator met the MFR's final electrical test specifications. No performance anomalies were noted. There is no indication that the reported lead high impedance is related to the pulse generator. The cause of the reported high impedance was not obtained. Possible causes of a high impedance include: 1) lead break, 2) improper connection, 3) electrode to vagus nerve interface, 4) device approaching end-of-service and 5) physician training (user error).